Event description:
It was reported the luer hub of the distal lumen got broken during placement of the catheter the catheter was removed and replaced with a new kit. No patient harm or injury. No medical intervention required. Patient current condition reported as "fine". Associated MDR number 3006425876-2024-00081.

Manufacturer narrative:
(B)(4). The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis of the returned sample revealed that the distal extension line had separated adjacent to the luer hub. It was observed that portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. Dimensional analysis revealed that the distal extension line outer diameter and inner diameter were within the specification limits per the product drawing. The outer diameter measured 2.164mm, which is within the specifications of 2.13-2.21mm and the inner diameter measured 1.4732mm, which is within the specifications of 1.40-1.48mm. A CAPA has previously been initiated due to address issues of this nature, and indicates that the root cause is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported the luer hub of the distal lumen got broken during placement of the catheter the catheter was removed and replaced with a new kit. No patient harm or injury. No medical intervention required. Patient current condition reported as "fine". Associated MDR number 3006425876-2024-00081.

Manufacturer narrative:
(B)(4).